Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. (B)(4).

Event description:
It was reported that the right ventricular (rv) lead exhibited low pacing impedance, decreased r-wave measurement, and increased capture thresholds. The physician suspected lead perforation and opted not to remove the lead. The lead was capped and replaced. No further patient complications have been reported as a result of this event.